Manufacturer narrative:
(B)(4). Rwmic considers this MDR open. Rwmic will submit a follow up report after the product evaluation has been completed or/and new information becomes available.

Event description:
Richard wolf received a medsun/medwatch report from the FDA: the description event or problem: midway through the turbt (trans urethral resection of bladder tumor) the doctor noticed there was a piece missing from the end of the 26 french sheath from the wolf tur kit. It is unknown whether the sheath was damaged prior to the start of the case or if the piece chipped off during the case. Several x-rays were taken by the doctor in or 17, none of which revealed a visible piece in the patient. The patient was internally examined using a cystoscope and again no pieces were noticed to be left in the patient. Additional information: will the device be returned? According to the medwatch report initiator, the device was returned on 3 may 2021 was the device being used on a patient when the reporting issue occurred? Yes. Was there any injury or illness to the patient due to the reported issue? No. Was there any injury or illness to any other personnel due to the reported issue? No. Did the issue cause a delay in the procedure being performed? None was reported in the medwatch report. Did the delay put the patient at risk? None was reported in the medwatch report. Was there a similar back-up device available for use? Unknown. Was the scheduled procedure completed? Yes. Correspondence with the user facility: the user facility was contacted on 2/7 and 2/9, response received on 2/11/2022. The user facility confirmed that the cystoscopy was done during the patients initial procedure. A second email was sent to the user facility asking if patricia knew what the product and serial number of the resectoscope that malfunctioned. According to her response on 2/14/2022, no record is available. Correspondence with the sales rep: email sent to the sales rep asking if there had been a delay or was the procedure prolonged: his response: the x ray prolongs the case. The turbt was over. The cystoscope is already in their set so that wouldn't cause a delay retrieving it. Additional comments: good evening (B)(6), I hope you are doing well. This is the forwarded email correspondence with lm from (B)(6) hospital. She mentions that the device was picked up and returned the sheath back to richard wolf medical. I was not in the procedure. The customer wasn't even sure if the continuous flow sheath was broken before the procedure even began. A full cystoscopy examination would have located it. I did not think much of it. Ceramic / porcelain resectoscope inners sheaths are made of non-electrical conductive materials and are not as robust as stainless steel or the titanium inner sheaths. Details from email (5/24/2021) between sales rep and user facility: I know I gave this device to (B)(6) on (B)(6). I was also going to report this to med sun. Do you know where I'd be able to get more info re: lot #, serial #, model #, etc? Is this something you have on your end? Original email from user facility (4/30/2021): as discussed, we had noticed there was a piece missing from the end of the 26 french sheath from the wolf tur kit. It is unknown whether the sheath was damaged prior to the start of the case or if the piece chipped off during the case. Procedure date: (B)(6) 2021. We are attempting to get that information from the sales rep that picked up the device from the user facility.

Event description:
The purpose of this report is to share the results of the device investigation: according to the investigation report, the device was visually tested by rw gmbh. It was found "damage is consistent with a single hard impact with a solid object (heavy tool, edge of a table, floor, etc) or frequent lighter impacts. The exact cause cannot be determined without a more detailed history of the sheath's usage." Probable root cause: user error. Reported condition was confirmed, the device was repaired.

Manufacturer narrative:
Follow-up report #1 is to provide FDA with new information (device investigation results). New information: the following fields have new information: b5, d9. Rwmic considers this MDR closed. Should rw receive new information, a follow-up report will be submitted.

Manufacturer narrative:
Follow-up report #1 is to provide FDA with missing/new information. New/missing information: information about the actual device: lot, part number, brand name, etc. Section d, fields: 1, 2, 4, 5, 9. Section f, fields 9. The device is being shipped back to richard wolf for investigation. Rw gmbh manufacturers report: 9611102-2022-00005 (initial report). Rwmic considers this MDR open. Rwmic will submit a follow up report after the device evaluation has been completed and/or new information becomes available.

Event description:
The purpose of this report is to update MDR with information (part, lot, etc) about the device, received from the sales rep on 2/15/2022 .